Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc reviewed the instrument spyfiles, found no level sense issues for either the sample or the reagent. Quality control (qc) and calibration were reported to be valid. Hsc found that the error log does not give indication of any instrument issues that would cause discordant ipth results. Hsc reviewed internal data for ipth lot 353 and found that it met all release specifications. Hsc could rule out pre-analytical factors or a sample specific issue. The cause for the discordant falsely elevated ipth samples results is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated intact parathyroid hormone (ipt) results were obtained using immulite 2000 xpi. The initial results were reported to the physician(s) and questioned. The samples were repeated 2 times using the same immulite 2000 xpi. The first repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipt results.